Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface pcb and fluoroscopic functions pcb were evaluated and replaced. No conclusion can be drawn as an investigation has been opened related to this event. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A root cause investigation was completed related to this event. A subsequent review of the systems log data found there was no indication of errors related to an extended (uncommanded) x-ray exposure. The investigation determined that the operator received a false indication of an exposure. The conclusion was that there was no accidental radiation occurrence (aro) related to this event.